Event description:
The pt experienced a loss of therapeutic effect from her implantable neurostimulator (ins) due to a problem with her external recharger. She met with her health care professional and a manufacturer's rep. The pt stated, "there is nerve damage to the thoracic which is caused by the stimulator and there is damage to the cervical which is not related to the stimulator." An emg confirmed the nerve damage. The pt intended to have her ins explanted in order to have an MRI. She was still having problems with her ins. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).